Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up. No indicator lights came on and it did not initiate any telemetry. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful. A new power cord will be sent to the patient. No patient complications have been reported as a result of this event. It was further reported by the patient that the new power cord was received but it did not restore power to the remote monitor. The monitor will be replaced.